Event description:
Per complaint (B)(4), a patient reported being in pain immediately after placement of their dental implant. The pain seemed to improve, but then came back. The implant was explanted three months after placement. Bone grafting and membrane placement were also performed. Inflammation and delayed healing were also reported.